Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. Multiple attempts were made by tandem technical support to continue troubleshooting the issues; however, no response was received. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.